Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient could not recharge their implantable neurostimulator (ins) because the battery had flipped. It was noted that there were no issues detected with the battery and that none were anticipated to be found when the device was analyzed. The ins was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. (B)(4). If information is provided in the future, a supplemental report will be issued.